Event description:
A caller reported a malfunction on their pump, specifically showing a malf 12 code. There was no adverse impact on the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump and provided guidance for future recurrences. The customer understood the instructions and continued using the pump without any further issues.